Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train of the motor. Analysis identified stall due to shaft-bearing of the gear train of the motor. (B)(4).

Manufacturer narrative:
Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving remodulin at a concentration of 10 mg/ml and a dose of 8 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump had a motor stall on (B)(6) 2016 at 04:46 and a stopped pump period may exceed 48 hours message , "tube set", on (B)(6) 2016 at 04:46. It was noted that the patient did not recently have a MRI. The patient was doing fine after the system modifications. The pump was to be returned to the manufacture for analysis testing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump stalled and a critical alarm was heard on (B)(6) 2016. It was found that the pump had stalled on (B)(6) 2016 at 4:46am. The patient underwent a system modification procedure and the pump was replaced on (B)(6) 2016. The patient is well after the system modification.